Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy pd effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the patient began treatment for the suspected peritonitis with unknown antibiotics (doses, frequencies and routes of administrations not reported). Four days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient was still taking the antibiotics. No further information was provided regarding the outcome of the event. It was not reported if dianeal therapy was ongoing. No additional information is available.